Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/13/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/02/2015 with the following findings: a review of the pump black box revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked on the side from the threads to the cover. The returned battery cap had stripped threads and was unable to fully attach to the pump. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during this time. The cover was removed and there was no evidence of internal moisture or damage found to the power circuit found.